Manufacturer narrative:
The device is being returned to MFR; however, has not been received to date. When device is received and a quality engineering eval is completed, a supplemental report will be filed.

Event description:
It was reported, "during the insertion of the device, the distal portion of trocar was break up. The parts/ fragments that fell into the patient was retrieved."